Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was emitting tones. Device interrogation revealed that the device had declared elective replacement indicator (eri). A review of the monitoring voltage identified that this device declared eri prematurely due to long charge times during middle of life. No adverse patient effects were reported. As of today the device remains in service.